Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing sore under the back-therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician and nurse instructed the patient to remove the lifevest and apply an anti-fungal cream to the irritation. Follow up indicated that the patient's skin irritation improved.